Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. It also I ndicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Concomitant medical products: 4470 lead, implanted: (B)(6) 2009.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited signs of fracture, and high defibrillation impedance in both the superior vena cava (svc) and rv coils. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.